Manufacturer narrative:
Using a standard 5-electrode set in easi lead placement it is possible to monitor up to 12 standard ECG leads simultaneously and continuously at the bedside. Easi provides a monitoring method for trending st segment changes that can provide an early indication of ischemia. Easi-derived 12-lead ecgs and their measurements are approximations to conventional 12-lead ecgs. As the 12-lead ECG derived with easi is not exactly identical to the 12-lead conventional ECG obtained from an electrocardiograph, it should not be used for diagnostic interpretations. When easi lead placement is selected, easi is shown beside the 1 mv calibration bar on the ECG wave on the display, and easi is marked on any recorder strips and printouts. Furthermore, the easi ECG feature can be disabled by the staff when the device is in monitoring or in configuration mode which is also described in the section "choosing easi or standard lead placement" in the instructions for use for the mp30. The customer was informed via letter explaining that the 12-lead ECG derived with easi is not exactly identical to the 12-lead conventional ECG obtained from an electrocardiograph and should not be used for diagnostic interpretations, and that the easi feature on the intellivue mp30 can be disabled in monitoring and in configuration mode. The product remains at the customer site. No malfunction of the device occurred. The issue was caused by use error. The customer was informed via letter about the outcome of the evaluation. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a nurse at the emergency department measured a patient's ECG with easi lead placement and then captured 12-lead ECG with easi. A physician saw 12 - lead easi and with this information started thrombolytic therapy on the patient. The incident involved a patient, during monitoring. No further patient data was provided at this time.